Event description:
It was reported that the device was explanted due to infection. The patient was stable before, during and after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.